Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
The health care provider (hcp) reported via the company representative (rep) that a request of stimulation adjustment was made, and thus impedances were measured during the adjustment. The device settings were: 4.0v, 452pw, 10,000ohms, 5 rate, 7+8-6-. Only electrode number 7 in use showed an impedance of > 10,000 ohms. Impedance measurements were repeated because of high value, however, there was no change. The setting was changed, a different electrode was used, to cope with the problem. Electrode 7 was not used in the device setting. No x-ray was taken. The event was unlikely to be caused by a patient factor as the patient received implantation relatively recently. A possibility of disconnection was suspected. The issue was not resolved at the time of this report. No symptoms were reported. The patient was alive with no injury and no impact. The indication for use included failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.